Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to start up. Upon further inspection, philips remote service engineer (rse) confirmed that the customer performed cold restart. Rse suggested field inspection on the device, but the customer rejected. The issue occurred twice and the rse suggested the user to check hospital mains whether it was too high or not and to check the host pc bios battery and communication cables. Customer did not respond both the time and did not report the same problem till current date. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.